Manufacturer narrative:
The pump was not returned. A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). An outcome was reported via a device tracking form. The cause of the expiration was noted as "stroke".